Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports and the thumb advancer was proximally retracted releasing the device from the tissue tract. When the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional information was provided.